Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2022, it was reported that few infusion sets came off from where infusion set connects and felt loose. Therefore, the patient blood glucose level was 14 mmol/l at the time of the event. The patient woke up, felt nauseated and had bad mouth taste. Further, took correction bolus with pen and the continued-on pump. The site location was both sides of patient's stomach and the pump was located on same side as that of the set. Moreover, the infusion had been used for 1-2 days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 16 mmol/l. No further information available.